Event description:
Patient requested to have the inspire system removed and was not removed to address or prevent any suspected patient injury. At the time of the elective explant procedure which was, (B)(6) 2022, the sensor tip was found to have separated from the lead body and to have migrated after separation. The physician determined that retrieving the sensor would expose the patient to greater risk and decided to leave the sensor behind in the patient.